Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that they double checked the instrument before surgery and it is thought that the event may have happened during the procedure. There was no arcing observed and no injury to the patient.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the surgeon noticed that the wire in the maryland bipolar forceps instrument had frayed and replaced it with a spare. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a frayed grip cable at the idler pulley. The cable itself was not fully broken. There was no discoloration, corrosion, or contamination found on the cable that would occur from improper reprocessing, which can reduce the material integrity. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The instrument was found to have charring and localized melting of both bipolar yaw pulleys, in the space between the grips. The instrument failed the electrical continuity test. The complaint regarding frayed wire was confirmed by failure analysis.